Event description:
Healthcare professional reported, right side rupture. And capsular contracture, baker grade IV. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, weight to the spec, deformation device. Observed, 40 mm dark patch edge material inside gel device and creases fold. Cloudy in the gel observed, after autoclave cycle. The unit is not rupture. Base on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade IV. Device was explanted and replaced.